Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 325 mg/dl with extreme thirst and urinary urgency at 10:00 pm on (B)(6) 2013. The patient stated that the elevated bg was treated with a 5 unit bolus of insulin. The patient stated that four hours later, at 02:00 am on (B)(6) 2013, the bg had elevated to ¿high¿ on the meter (>600 mg/dl) and was treated with a 10 unit insulin bolus with the bg responding by decreasing to 80mg/dl by 09:30 am on (B)(6) 2013. The patient reported that the pump alarmed for occlusion and emitted a call service alarm for an occlusion during a bolus delivery five hours later. During troubleshooting, the alarm history revealed that several occlusion alarms had occurred after an empty cartridge alarm on (B)(6) 2013, on day 3 of the current site placement. Through troubleshooting, customer support determined that the patient experienced the bg excursion as a result of not changing the infusion site after receiving the recurring occlusion alarms and refilling a used insulin cartridge on (B)(6) 2013. Troubleshooting did not reveal a pump malfunction. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy as a result of use error with improper technique in response to an occlusion alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: there were multiple occlusion alarms observed in the alarm history. No data in black box from time of the occlusions due to continued use. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.